Event description:
The raptor grasper tip broke inside the pt while it was being used. The broken piece was removed and the pt was not harmed and the case experienced little to no delay.

Manufacturer narrative:
Fracture appeared to be similar to fracture that we see on parts tested, which is consistent with loads exceeding the design load.